Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that 30 minutes after changing the pump¿s battery, the pump emitted a call service alarm. Reportedly, the pump was rebooted and the display was blank with audio tones functional. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/27/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/14/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated a cs 088 call service alarm and multiple cs 054 alarms immediately following. The pump powered on properly, and the display screen was fully illuminated and functional. The pump was exercised for 24 hours with no duplicated alarms or warnings. The pump case was removed and no evidence of moisture ingress was found within the pump or on the u38 component. The blank screen and alarms were not duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.